Event description:
Boston scientific received information that this device triggered end of life. Premature battery depletion was alleged. This device was replaced and remains with the patient. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.